Event description:
The complainant reported that the 58-year-old male patient with acute myocardial infarction/cardiogenic shock was admitted with insufficient leg perfusion. The patient underwent the impella cp implant procedure, but the left leg side perfusion worsened. It was recommended that the p level be increased. However, the pump was ultimately explanted and the issue resolved. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for limb ischemia has been completed. The root cause of the limb ischemia cannot be determined since insufficient clinical details were provided. D9 date device returned to manufacturer added h6 component code added: revised from manufacturer device report submission in accordance with updated procedures.